Manufacturer narrative:
It is apparent the device will not be returned for analysis, so no returned product analysis will be available.

Event description:
After a successful ptca procedure of a previously stented vessel, following balloon deflation the balloon ruptured and became entrapped in the vessel. During attempts to remove the balloon, the pt experienced cardiogenic shock. The device was removed from the pt with difficulty. The pt expired from a secondary myocardial infarction.